Manufacturer narrative:
The device evaluation is pending completion. Based on the information provided, it cannot be determined that the alleged fistula formation is related to the activ.a.c.¿ therapy system. The patient has a significant recent abdominal surgical history which may be a contributing factor in the fistula formation. Device labeling, available in print and online, states: contraindications. V.a.c.® therapy is contraindicated for patients with: -non-enteric and unexplored fistulas. Enteric fistulas: wounds with enteric fistulas require special precautions to optimize v.a.c.® therapy. V.a.c.® therapy is not recommended if enteric fistula effluent management or containment is the sole goal of therapy. In certain circumstances, v.a.c.® therapy may help promote healing in wounds with an enteric fistula. If considering v.a.c.® therapy involving enteric fistula, it is recommended to seek support from an expert clinician. V.a.c.® therapy is not recommended or designed for fistula effluent management or containment, but as an aid to wound healing in and around the fistula. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2018, the following information was reported to kci by the patient's spouse: the patient is in the hospital allegedly due to a fistula formation. V.a.c.® therapy was allegedly discontinued on (B)(6) 2018 when the patient went into the hospital. On (B)(6) 2018, the following information was reported to kci by the physician's nurse: the physician reported the fistula developed four months post-operative abdominal surgery and alleged the fistula was likely caused by the activ.a.c.¿ therapy. On (B)(6) 2018, the following information was reported to kci by the home health agency nurse: on (B)(6) 2018, the patient went to emergency room for severe abdominal pain. On (B)(6) 2018, the activ.a.c.¿ therapy was re-applied. On (B)(6) 2018, the patient returned to hospital, and a fistula was identified. A device evaluation of the activ.a.c.¿ therapy unit is currently pending completion.

Event description:
Evaluation of the device was completed on 17-oct-2018. On 06-jun-2018, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On 09-oct-2018, the device was tested per quality control procedure by kci quality engineering, and unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined if the alleged fistula formation is related to the activ.a.c.¿ therapy system. The patient has a significant recent abdominal surgical history which may be a contributing factor in the fistula formation.